Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a contaminated and blistered downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was replaced to fix the issue.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion seal blister. No reported customer damages. This issue is not related to physical damage/abuse. No delay of therapy. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.